Event description:
It was reported that during unpackaging of the 3.50 x 20 mm nc trek balloon dilatation catheter, after removal of the distal stylet, the shaft was observed to be bent at the balloon. There was no resistance noted during removal of the protective sheath, or during removal of the stylet. The device was not used in the patient anatomy. A new trek device was used to complete the procedure. There was not patient involvement and no clinically significant delay in the procedure reported. No additional information was provided. Returned device analysis found that the proximal marker band broke off and there was a break in the inner member.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The shaft bend was not confirmed, however, the shaft was stretched. A small portion of the proximal marker band broke off and there was a break in the inner member, located at the proximal end of the stretched outer member. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.